Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer has been sent a replacement device. D4 lot/serial number should be: (B)(6).

Event description:
The customer contacted stryker to report that their device did not provide voice prompts as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.